Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 148 mg/dl. The customer states the insulin pump has not worked for a couple days. She also mentioned having miner strokes, that do not let her stand up and walk by herself. The customer states she hit the pump screen on a bed rail, but it was still working. The display does return when she changes the reservoir or hits the act button. The customer noted there was a small scratch along the top. Troubleshooting offered to replace the pump. The customer decline and states she would monitor it. The device will not be returned for analysis.